Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip the event is detectable and preventable by handling device in accordance with the following IFU. Gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope. Gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a burned plastic distal end cover. There was no patient involvement.